Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('uterus and fallopian tubes taken out') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gall bladder removed") and experienced scratch ("scratching") and gastrointestinal motility disorder ("constipation and diarrhea"). The patient was treated with surgery (uterus and fallopian tubes taken out). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered cholecystectomy, gastrointestinal motility disorder, medical device removal and scratch to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: social media received. New event scratching, gall bladder removed, constopation and diarrhea were added. On 23-mar-2020: reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('uterus and fallopian tubes taken out') in a (B)(6) year old female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (uterus and fallopian tubes taken out). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.